Manufacturer narrative:
Literature: title: laparoscopic complete mesocolic excision versus conventional resection for right sided colon cancer: a propensity score matching analysis of short-term outcomes. Source: surgical endoscopy (2022) 36:3049¿3058 https://doi.org/10.1007/s00464-021-08601-z. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2008 and february 2020, a prospective study evaluated the outcomes of laparoscopic complete mesocolic excision compared with laparoscopic non-complete mesocolic excision in patients who underwent colectomy for right-sided colon cancer. A powered smart stapler with 60 millimeter and 45 millimeter reloads was used to transect the colon and the small bowel and a 45 millimeter reload was used to create a side-to-side anastomosis. A double layer running barbed suture is used to close the enterotomy site. Finally, a single layer of the same barbed suture is adopted in a running fashion to close the mesenteric defect. There were 186 patients in each group and postoperative complications included bleeding and anastomotic leak. Blood transfusions and reoperations were reported. Other complications not related to the device included: prolonged ileus, wound infection, and respiratory and cardiovascular complications.